Manufacturer narrative:
(B)(4). Report source: foreign country (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during use with no adverse consequence to the patient or procedure. No further information is available at the time of this reporting.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this event is not reportable. The initial report was forwarded in error and should be voided.